Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable had a "fracture" near the end of the cable. Customer¿s blood glucose value was over 300 mg/dl.